Manufacturer narrative:
(B)(4). The service engineer evaluated the device and replaced the printed circuit board assembly (pcba). No parts were returned for evaluation, therefore a root cause could not be established.

Event description:
It was reported that the ventilator generated a "vent inoperative - 100a data acquisition pcba (printed circuit board assembly) adc (analog to digital converter)reference failed" error code. There was no patient involvement. An event date was not provided, therefore estimate used.